Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient could pretty easily adjust the amplitude when they got it, it did not take long , further saying it was now a little touchy and slower to connect. It was reported that the patient fell in the back yard right on the device about 2-3 weeks ago. It was noted that ins was in the same place, or the patient would have noticed if the device had moved. It was reviewed the patient could follow up with the doctor to see if the device moved at all, and also that could be the reason why the patient was having more difficulties adjusting with the patient programmer (pp). It was reported that the ins site was hurting. It was noted that the patient was getting into the car and rubbed the ins site against the car door and it hurt, the pain comes and goes. It was noted that patient used to be able to feel stimulation but now they did not feel stimulation unless they increased or decreased the stimulation. Patient was at 3.1volts and they did not feel stimulation and then if they increased to 3.2 volts, they felt the stimulation. It was reported that patient would feel stimulation when they are sitting and then when they got up, they won't feel the sti mulation. It was stated that patient was getting symptom relief. It was reviewed that since patient was having symptom relief they did not have to worry about not feeling the stimulation, explained how the body adapts to stimulation. It was explained that stimulation perception can change according to movement and the lead being closer to the nerve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The patient first started experiencing the lack of stimulation 2-3 years prior. The actions/interventions taken to resolve the lack of stimulation is unknown. The lack of stimulation was resolved, but the patient was not comfortable with the response. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) via a manufacture representative (rep) reported the patient was feeling the implantable neurostimulator (ins) pocket site and it was hot, and the patient indicated their urgency symptoms had returned. The rep planned to schedule an appointment for follow up. The rep recommend the hcp turn the stimulation off. Additional information from the patient on (B)(6) reported they were having problems with therapy in the middle of the night. It was noted it was losing its effect. The patient stated on (B)(4) they barely made it to the toilet before they started urinating. It was notedthe caller spoke to the hcp on (B)(6) and they told her to turn the stimulation off, the patient need assistance with turning off the stimulation. The patient synced to the ins and the stimulation was on. The patient was shown how to turn the stimulation off and it was confirmed the stimulation was off. It was also noted the patient was not feeling stimulation and they had spoke to some from the manufacturer about it. It was noted at 3.9 v was the point were the patient could finally start to feel stimulation again.it was also noted the patient was experiencing a shocking pain when laying on it in bed or sitting. The pain was where the machine in her buttocks was located and the patient stated it felt like a burning or hot branding sensation that was painful. It was noted the pain and burning in the buttocks was present for the week prior to the call and the patient a return of symptoms at night the week of the call. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that representative received a phone call yesterday (B)(6) from doctor¿s nurse stating that the patient called her complaining that her urinary urgency returned and that she felt as though the pocket site was warm, but that these issues started just a few days prior. The rep told the nurse to have the patient turn off the device for the time being and that they would follow up once they speak to tech services. The rep called tech services to report this as well as ask if this was a known issue. Call was made yesterday afternoon (B)(6). Tech services advised for rep to run an impedance check and further evaluate the device. The rep has an appointment with the patient set for tomorrow afternoon at doctor¿s office. Prior to yesterday, the representative was unaware of this complaint. Rep wanted to find out if it was true that the patient called in on . Additional information reported a day later rep inspected the pocket site along with the nurse at doctor¿s office. The incision site was normal, and no difference in temperature. They ran an impedance check to verify the integrity of the lead and the results were normal. The rep hadthe patient explain the complaint to him, and she never stated a burning sensation, but it was more of a brief shock of pain. The patient clarified that it was more of a brief shocking sensation/pain and that it has only happened once while laying on her right side where the device is located. She stated a few days ago, which rep calculated was around (B)(6). She stated that the sensation was currently not present. When the rep was initially informed by doctor¿s nurse of the patient¿s complaint, the rep advised her to turn off the device on (B)(6). The patient did as instructed. However, she told us today that her symptoms came back, and she turned back on the device the following day (B)(6). She has not experienced any shocking sensation since. It was reported that the burning sensation and shocking was resolved, and the healthcare provider was aware. The patient weight was reported as (B)(6)pounds.